Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unexpected low battery alarm, replace battery alarm, replace battery now alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery, replace battery, replace battery now and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked retainer and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump alarmed replace battery now alarm. The customer¿s blood glucose level was 7.2mmol/ l at the time of the incident. It was reported that battery could only last for less than a week and there was crack on the battery compartment. The customer did not receive a low battery alert prior to the replace battery now alarm. This was not the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.